Event description:
It was reported by service report that the siderail could not remain latched due to the assembly being broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.